Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient developed a pneumothorax. The patient was not a life-long non-smoker, but with a strong family history for cancer. The nodule size was 1.6 cm and located in the right lower lobe. The physician experienced trouble getting to the target and believed that the ion system was inaccurate when attempting to navigate to the nodule; therefore, a lock to path feature as an alternative to finding the nodule was used and this is when a large pneumothorax occurred that was identified via fluoroscopy. Per the physician, a pneumothorax could have occurred with another biopsy modality because a percutaneous biopsy had a higher risk. The ion procedure was aborted and a biopsy was not attained - only radial ebus was done. A planned wedge with frozen and definitive resection surgery under single anesthesia was performed via video-assisted thoracic surgery (vats). The patient was discharged home the same day. Adenocarcinoma of lung was identified via lung resection.

Manufacturer narrative:
System logs for the event date were not available for isi to review.